Event description:
Same as MFR report # 6000093-205-00452, 00453, 00454. 3 days after a drug eluting stenting treatment procedure, a thrombosis occurred. In 2005 the patient presented to the cath lab with lesions in the moderately tortuous, moderately calcified, 80% stenosed, proximal and mid obtuse marginal branch (om) and the posterior descending artery (pda). The om was predilated with a 2.5 x 15 mm maverick balloon inflated to 12 atms for 60 seconds and 15 atms for 60 seconds. After predilation the physician deployed a 2.5 x 12 mm taxus express2 drug eluting stent to 14 atms for 45 seconds in the proximal om. Another 2.5 x 8 mm taxus express2 drug eluting stent was deployed to 14 atms for 14 seconds in an overlapping fashion with the proximal om stent (second stent placed). The physician then predilated the pda with the same 2.5 x 15 mm maverick balloon, inflated to 6 atms for 45 seconds. A 2.5 x 24 mm taxus express2 drug eluting stent was then deployed to 12 atms for 60 mm taxus express2 drug eluting stent was then deployed to 12 atms for 60 seconds in the pda. Results were successful and the patient was placed on plavix and discharged on the next day. On the 2nd day the patient presented to the cath lab with chest pain and was determined to have sub-acute thrombosis in the taxus stents. The thrombosis in the om was dilated with a 2.5 x 20 maverick balloon, inflated to 8 atms for 60 seconds and a 2.5 x 23 mm powersail balloon inflated four times, to 14 atms for 50 seconds, 13 atms for 50 seconds, 4 atms for 45 seconds and 4 atms for 30. The thrombosis in the pda was treated with a 2.5 x 12 mm taxus express2 drug eluting deployed to 10 atms for 45. A powersail balloon then dilated the pda two times, to 4 atms for 120 seconds and to 2 atms for 90 seconds. A 2.0 x 23 mm mini vision stent was then deployed to 14 atms for 45 seconds distal to the taxus stent. The physician states the relationship between the taxus stent placement and the thromboses is unknown. The patient is currently hospitalized for a cerebral vascular accident (cva) that occurred after treatment of the thromboses. It was reported that the relationship between the cva and the stent placement is unknown.